Manufacturer narrative:
See section h-11 for correction.this serves as a correction report, as the previous report was filed in error. No further reports are required for 2954323-2024-07029.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with known good retained battery and retained strip. Visual inspection was performed on returned meter. No issues were observed. Meter did not powered on with button depression and test strip insertion. The meter was further de-cased and internal visual inspection has been performed . No issues were observed and faulty component was not identified. Therefore issue was confirmed . An extended investigation was further performed. Visual inspection was performed on returned meter. No physical damage was observed. Attempted powering on the meter by pressing the button and inserting test strips however, the meter did not power on. Visual inspection was performed on the meter on the pcba(printed circuit board assembly) and liquid contamination was observed . Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. The liquid contamination did impact the functionality of the meter. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.